Manufacturer narrative:
This ra lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing threshold measurements. Surgical intervention was performed to explant the ra lead and during the procedure, the lead fractured and crumbled near the electrode end and the physician had to retrieve the tip of the ra lead from inside the patient. All of the ra lead was able to be successfully explanted from the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection noted the right atrial (ra) lead was returned in two segments with the tip section of the lead missing. A proximal segment was returned severed 9.3 centimeters (cm) from the terminal pin and a 30 cm middle segment was returned with the proximal end severed and the distal end stretched. The returned segments passed resistance testing which confirmed they were electrically continuous. Overall analysis was unable to confirm the threshold allegations made against the ra lead in the field and determined the damage observed with the returned segments was induced during the explant procedure.